Event description:
During a surgical procedure, the tip of the lapclinch grasper device broke and fell into the pt. The broken pieces were retrieved. There was no harm to the pt.

Manufacturer narrative:
Na